Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Sales rep reported via voicemail. Screw broken post-op. Entire construct being removed. Levels operated: l4-s1.

Manufacturer narrative:
(B)(4). The dual innie 8x45mm polyaxial screw (product code: 1797-22-845, lot number: unknown) was not returned to the customer quality unit (cqu). The hospital is unsure of the screw¿s location. The entire construct had been removed. The status of the sample has been set to ¿none.¿ a review of the device history record (DHR) could not be performed on the dual innie 8x45mm polyaxial screw (product code: 1797-22-845, lot number: unknown) as no lot number was provided. Since this part was not returned, no lot number could be taken directly from the sample. Without the lot number, no review of its manufacturing records could be completed. No emerging trends were found requiring further actions. Without the screw, we are unable to confirm the reported issue or identify the root cause. As there have been no systemic trends requiring immediate action been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was not returned for evaluation.